Event description:
The following information was reported: balloon loss of pressure on eccentric plaque at the arteriotomy. Access was lost and manual compression was held for 20 minutes. The patient was not hospitalized. Additional information: during prep, the black marker on the inflation indicator was fully exposed. Resistance was not encountered while inserting the device. Resistance was encountered while pulling back. Procedure type: peripheral vessel size: 5-7 mm stick location: common femoral sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1428103) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the balloon loss of pressure could have been the eccentric plaque at the arteriotomy. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4).